Manufacturer narrative:
Additional information has been provided in device evaluated by MFR, adverse event problem. Complaint trending reviewed for the lot code provided. No similar complaint found. No sample was provided by the customer. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. No sample was returned so no root cause could be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A government agency reported that a patient experienced a corneal burn. The phacoemulsification handpiece and tip overheated causing the burn. It is suspected that the viscoelastic product used blocked the tip of the handpiece. Additional information is not expected.

Manufacturer narrative:
(B)(4).